Event description:
It was reported that the patient had developed an infection. The pulse generator was explanted.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics.(B)(4).